Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the indicated phenomenon (e116 and e118) error codes could not be reproduced. And the root cause of the phenomenon could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter. Additional information was received indicating, the intended procedure was an unknown therapeutic procedure. Subsequently, the intended procedure was completed after restarting the device. The event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported to olympus, during pre-use inspection, the visera 4k uhd camera control unit exhibited communication error e116. Subsequently, it was restored by restarting the main unit and was used to complete the intended procedure. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was not confirmed. During evaluation, it was observed, error code e118 occurred, and visual inspection found no abnormalities. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.